Manufacturer narrative:
(B)(6). Evaluation summary: the device was received for evaluation. During visual inspection the tubing was observed to be separated from the luer lock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This product is assembled by an automated machine. The separation was due to the tubing not being fully inserted into the luer lock during assembly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set separated from the luer lock and leaked. This occurred during priming. There was no patient involvement. No additional information is available.